Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: stenosis procedure: fusion levels: l3-l5 it was reported that on an unknown date, post -op, rod was found broken.the fragments of the broken rod remain inside the patient. No patient complications were reported as a result of the event.